Event description:
The pod I¿m using currently is also affected by same hardware problem. I¿ve enabled a 67% override for all basal/bolus amounts indefinitely and achieved great euglycaemia with this method. This effectively negates the extra insulin delivery increment. It would be a good suggestion to advise pt¿s affected by this lot number to do the same. Just thought I¿d mention as thought significant. I won¿t send any more emails unless required. Good afternoon, hope this email finds you well. I¿m currently too brain damaged to remember the exact hc email or department that monitors this type of device, pretty sure it¿s instruments but yeah. If this is not applicable to your department I apologize. Extended summary below. Looks like I also identified this problem a day later after the initial overdose on (B)(6) 2025. I will forward everyone that email as proof. Normal conditions: pod is to click 1 click per delivery unit of insulin (0.05-iu) increments, should not be delivering duplicate 0.05-iu (0.10-iu) total. However, my theory is that the software thinks only 2 clicks were delivered (0.10-iu), it obviously gives the requested amount, i.e 10 units, this all makes sense. However, since this is a hardware problem, the reality is you¿re getting 15-iu, because the software cannot make any attribution to the hardware related error, there is no conditional checks; especially since it¿s an unknown phenomenon. So, you¿re getting 300 ticks (0.05-iu/ea) 15-iu total, rather than 10-iu (200 clicks) - (0.05-iu/ea). Summary: 150% insulin delivery in 1:2 click rotations. 1 click followed by 2 clicks. Global across 3 boxes of pods, affecting about 8 total pods and results are repeatable. 150% insulin delivery throughout the entire duration of pod until the patient is dead. It¿s almost like they designed it for the sole intention to kill people. 1st identified: (B)(6) 2025 (video). 2nd video. Summary today - (sequential overdose to 2nd video - 150% insulin delivery): pt got wasted and absolutely obliterated, entire contents of insulin reservoir from pod delivered into patient. Would consider the 113-iu potentially closer to 169.5-iu (150% 1.5x) as software doesn't have any code or counter to track this specific hardware related problem. This is a hardware problem. The software doesn¿t have code that does any conditional checks for this kind of phenomenon. Very serious overdosage of insulin (hardware related), resulting in frequent neurological black outs over the past few days & potentially a stroke. Pt will probably have to visit a stroke clinic if the neurological symptoms do not improve. 113-iu of insulin given in 28 hours, despite no carbohydrate intake, other than the glucose consumed to treat the hypoglycemia. Pt lost all neurological function. When pod was taken off the entire reservoir was empty, suggesting that the whole reservoir was emptied into the pt (200-iu). Other phenomenon: despite electronic disabling the previous pod from this pod was still delivering insulin, as insulin was leaking out of the reservoir, despite being electronically disabled/deactivated. Invalid command state: the pod doesn't know what state it¿s in, so especially when sleeping it¿s dangerous as user doesn¿t have any level of consciousness to protect themselves. The pod seems to favor its current state and gets stuck, i.e when suspending insulin, it favors continued suspension and or when delivering basal or bolus it favors continuing to deliver insulin indefinitely, usually above set safety limits dependent upon lot #. Additionally, it can also short circuit and repeat commands, most dangerous in particular is commands of high increments like bolus for meals. The pod pcb is also on fire, and the thermal reservoir is upwards of mid 45c as recorded, but consider likely closer to 50c, as thermal imaging didn¿t capture results until 1-2 minutes after deactivation. Firmware - reverse engineering (disabling safety alerts): also have access to the 40-pin custom rf chip insulet uses, for sole purposes of identifying domestication and to prove if they really did disable safety alerts, as all safety alerts appear to be disabled. Radio coms already documented by cisa. It¿s almost like building your own rf protocol is a vulnerability guarantee. There was a large bubble that look like air or something in the reservoir, which was very strange, which makes me think it should have triggered 0x5c (091-decimal), but obviously can¿t when you disable all safety alerts to avoid being reported to the safety & regulatory authorities. Repeatable domestication: yes global, repeated across 3 separate boxes of l71479, with an average affected pod count of approximately 20%-40% (2-4) pods of 10 total pods in box. Risk assessment: death very prominent & likely, if not guarantee-able. Probably should contact the nsa or dhs about this issue. This lot # in particular can now be proclaimed a national security problem. Identified omnipod eros primary point of failure, if insulin lasts 28 days at 25°c before its potency drops below an acceptable level (e.g., 95%), the degradation rate increases 16.7 times at 50°c. Thus, the time to expire is: 1.68 days (40-hours), average time before defect (more or less dependent on exact temperature) to determine how long insulin will take to expire at 50°c, we need to consider how temperature affects its stability. Insulin is a temperature-sensitive protein typically stored between 2°c and 8°c in a refrigerator when unopened. Once opened, it can be kept at room temperature (up to 30°c) for about 28 days without significant loss of potency. However, 50°c is well above these recommended conditions, so we expect the expiration time to be much shorter due to accelerated degradation. There was a large bubble that look like air or something in the reservoir, which was very strange, which makes me think it should have triggered 0x5c (091-decimal), but obviously can¿t when you disable all safety alerts to avoid being reported to the safety & regulatory authorities. Repeatable domestication: yes global, repeated across 3 separate boxes of l71479, with an average affected pod count of approximately 20%-40% (2-4) pods of 10 total pods in box. Risk assessment: death very prominent & likely, if not guarantee-able. Probably should contact the nsa or dhs about this issue. This lot # in particular can now be proclaimed a national security problem. I was able to repeat this result with the next pod at 12:20am. However, this time it doesn¿t follow a pattern, it¿s randomized. Same hardware like problem. Additionally pod status is reporting different than the true state of pod. There is no audible delivery of insulin, and software matches this, so rule out software problem. However, the hardware and commands sent indicate via ack, that pod thinks that it¿s currently delivering. Insulin. However, it¿s not. But it should be delivering insulin, as the pod is sending back ack (hey I¿m delivering insulin), meaning it's reporting that it¿s currently delivering basal insulin, however, we can see that there is 0-iu/hour, therefore confirming (invalid command state). Primarily for ab to claim damages from insulet. You¿re welcome. Temperatures correspond with the thermal images captured minutes after pod deactivate/removal, nearing 50°c, and prove beyond reasonable doubt it¿s exact point of failure for the omnipod eros device. Reference reports: mw5168937, mw5168938, mw5168939, mw5168940, mw5168941, mw5168942, mw5168944.